Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment fluoroscopy showed a portion of the tip of the inferior vena cava filter was seen to the right of midline and no migration was noted. An x-ray abdomen was performed which showed inferior vena cava filter was projected over the mid lumbar spine at the level of l2-l3. Approximately six years and ten months of post deployment, a computed tomography of chest was performed for shortness of breath and syncope. The study showed that the eccentric filling defect involving the bifurcation of the proximal segmental right basilar pulmonary artery and filling defect at the proximal bifurcation of the left lower lobar pulmonary artery extending into the segmental/ subsegmental branches. The findings are consistent with pulmonary thromboembolic disease, predominantly in the lower lobes. A computed tomography angiography of abdomen and pelvis was performed for syncope. The study showed that inferior vena cava filter was noted at the infrarenal inferior vena cava. One year and six months later, patient presented to the emergency department with the complaints of chest pain associated with diaphoresis. Cardiac catheterization showed thrombotically occluded vein graft. Thrombectomy was performed and stabilized. Two years later, a computed tomography of abdomen was performed for filter evaluation. The study showed that inferior vena cava filter was noted in a place angled by 11 degrees relative to the long axis of the inferior vena cava with the head of the filter separate from the wall of the vena cava. Distal prongs perforate slightly through the wall of the inferior vena cava most pronounced anteriorly by two prongs by approximately 4 mm and 4.4 mm. A prong was visualized abutting the right wall of the abdominal aorta endograft stent material with no evidence of coursing through the wall of the stent. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). However, the filter is unconfirmed for filter tilt since the medical records state that "inferior vena cava filter was noted in a place angled by 11 degrees relative to the long axis of the inferior vena cava". Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.